Manufacturer narrative:
The device was explanted for normal battery depletion over two and a half years later. No further allegations reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead was exhibiting noise on both the shock and pace/sense channel, which resulted in oversensing and pacing inhibition. Technical services discussed possible reasons why noise could be observed on both channels. No adverse patient effects were reported.

Manufacturer narrative:
The device and rv lead remain in service. Should additional information become available, this report will be updated.